Event description:
The customer reported a broken retainer clip, the connecting tube cannot be connected to the channel connector in the reprocessing basin. The issue occurred during reprocessing. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was not returned to olympus for evaluation and therefore the customer's allegation could not be confirmed. Based on the results of the investigation, external stress was likely applied to the lock lever of the connecting tube, which broke the lever and the tube was unable to be connected. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The event can be prevented and/or detected by handling the device in accordance with the following statement in the instructions for use: chapter 9 preparation and inspection: "1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities." "3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device.